Event description:
One patient sample with a free t4 result which did not fit clinical picture. Initial result gave 0.122 ng/dl. A second sample was obtained in 2008 giving 2.53 ng/dl. The initial sample was repeated giving 2.16 ng/dl. Erroneous result was reported. Patient was not adversely affected. The field service representative was unable to determine root cause. Performance tests were performed.